Event description:
It was reported that the nurse was inserting the purewick female external catheter into the patient, not using it on the outside. Therefore, causing the patient to bleed, no product default. Liberator representative advised how to properly use the wick. Patient had been using the purewick product for less than 90 days. No medical intervention was reported. Per follow up via phone on 28oct2022, patient has not been using the device as they needed help. Representative advised liberator for troubleshooting. Patient was a 94 years old woman and the nurse who came to aid inserted the device.

Manufacturer narrative:
The reported issue was confirmed as use related issue as per the reported event and instructions for use. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: ¿never insert the purewicktm female external catheter into vagina, anal canal, or other body cavities. ¿to avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal. Peri-care and placement: 3. Perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. 4. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was inserting the purewick female external catheter into the patient, not using it on the outside, causing the patient to bleed. No product default. Liberator representative advised how to properly use the wick. Patient had been using the purewick product for less than 90 days. No medical intervention was reported. Per follow-up via phone on (B)(6) 2022, patient has not been using the device as they needed help. Representative advised liberator for troubleshooting. Patient was a 94 years old woman and the nurse who came to aid inserted the device.